Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly the pump emitted the alarm during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the black box showed multiple call service alarms. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked below the bumper grip. The piston was unable to do a full rewind due to being stuck at the over the empty cartridge level. The pump alarmed with a call service alarm upon the first load attempt which prohibited further testing. Insertion of an empty cartridge and fastening the cartridge cap was prohibited due to the stuck piston. The pump cover was removed for further investigation and no intermittent condition was found to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.